Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported hypotension could not be confirmed.

Event description:
During a septal ablation procedure on the left ventricle, the patient experienced hypotension. During the ablation, the systolic blood pressure dropped to 40 mmhg. To stabilize the patient mechanical ventilation was placed. After the ablation procedure was completed the patient underwent a CT exam to determine if a cerebrovascular accident or a clot was the cause of the hypotension; however, no further clinical information was provided.